Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The patient experienced urge and stress incontinence and hematuria.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urge and stress incontinence and hematuria. No explant procedure was reported. Subsequent treatments and/or therapies were reported.